Manufacturer narrative:
Previously reported capped date (B)(6) 2018, in the initial MDR was incorrect, the correct cap date is (B)(6) 2018.

Event description:
Right ventricular lead was capped and replaced on (B)(6) 2018. New information received indicates that capture threshold had increased.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to ER after receiving inappropriate shock due over sensing of lead noise. Right ventricular lead was capped on (B)(6) 2018 and replaced. Patient was stable post-procedure.